Event description:
It was reported that a legion revision tibia with journey ll lock, an offset coupler and a short stem were removed from the patient. A new legion revision tibia with journey ll lock were inserted with a 15mm full augment, offset coupler and a 220 stem, and a new bcs poly was implanted.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and no clinically relevant supporting documentation was provided; therefore, a thorough medical investigation could not be performed. The patient impact beyond the revision procedure and an expected post-operative rehab phase cannot be determined. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.